Event description:
During a meniscal repair, when surgeon using the kpsc, the outer sleeve caused peel-back to the cartilage on the condyle and it had to be smoothed out using a burr. He used a straight kpsc to cut the sutures.

Manufacturer narrative:
(B)(4).